Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven weeks post implant the absorbable antibacterial envelope was removed with the implantable cardioverter defibrillator (ICD) system due to an infection. The ICD system was not replaced. No further patient complications have been reported as a result of this event.